Manufacturer narrative:
Approximate age of device - 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, the patient¿s lab tests results continued to show elevated hemolysis parameters. The lvad parameters remained at the patient¿s baseline. Interrogation of the system controller revealed events with elevated pump power and increased estimated pump flow values. It was reported that adjustments to the pump speed were made. A submitted log file from the patient¿s system controller reviewed by the manufacturer¿s technical services representative showed pump power spikes over 10 watts captured toward the beginning of the log intermittently from (B)(6) 2016. Following the adjustment of the pump speed, a decrease in frequency of these events was noted in the subsequent recorded data. A low speed operation event was observed on (B)(6) 2016. Additional transient elevations in pump power and estimated pump flow values were observed through review of subsequent log files. No further information was provided.

Manufacturer narrative:
No products were returned for evaluation, however, a review of the submitted system controller log files for the patient confirmed transient elevations in pump power and estimated pump flow values. These recorded events appeared indicative of potential pump thrombosis. Although a direct correlation between device and the reported event could not conclusively be established through this evaluation, the patient subsequently underwent a pump exchange (medwatch MFR report# 2916596-2016-01913) and the analysis of the returned explanted device confirmed thrombus. The thrombus was soft and non-adhered, indicating that it developed acutely while the pump was supporting the patient, but may have originally formed elsewhere. The duration for which the thrombus was present within the pump could not be conclusively determined, and it remains unknown whether the observed deposition was present at the time of this reported event. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.